Event description:
Patient reported left-side capsular contracture baker grade iii, "radial folds", and "small liquid collection." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small liquid collection"; capsular contracture, baker grade iii.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ creases/folding of implant: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left-side capsular contracture baker grade iii, "radial folds", and "small liquid collection." The device has been explanted.

Event description:
The device has been explanted.